Event description:
Reporting status: serious injury/required intervention. Reporting rationale: dissection requiring intervention. Device issue: no device malfunction had been reported. It was reported that during a proximal circumflex artery stenting procedure, after the xience v stent deployed, a dissection was noted distal to the stent. The physician then attempted to treat the distal dissection with four add'l xience v stents, but they would not cross through the stent. Two 2.5 x 12 xience v stents were successfully implanted to treat the dissection. There is no add'l info available.

Manufacturer narrative:
The pt effect of dissection, as listed in the xience v IFU is a known adverse event associated with coronary stenting procedures and is not necessarily an indication of a product quality deficiency. There was no report of any product malfunction identified during the procedure and the dissection was successfully treated with placement add'l xience v stents. The IFU states that, implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring add'l intervention (CABG, further dilatation, placement of add'l stents, or other).